Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2248012. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: on june 12, 2023, during the process of dispensing medicine to the patient, the nurse found that the catheter of the closed venous indwelling needle leaked, and immediately reported it to the equipment department.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, during the process of dispensing medicine to the patient, the nurse found that the catheter of the closed venous indwelling needle leaked, and immediately reported it to the equipment department.